Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill five of treatment. Upon removing the tubing set from the cycler, the left side of the cassette and cycler were wet. The origin of the leak could not be identified although fluid was identified to be leaking from the left side of the tubing set. Sample has not been returned to the manufacturer.